Manufacturer narrative:
(B)(4). The device was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information. The tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4) by st. Jude medical (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us.

Event description:
It was reported that the procedure was to treat a 90% stenosed lesion in the distal circumflex artery with moderate tortuosity and heavy calcification. The 2.0 x 20 mm tenku balloon catheter was prepared per the instructions for use. There was no issue during un-packaging. The balloon catheter was advanced for pre-dilatation, but could not cross to the lesion due to the anatomy. A non-abbott balloon catheter was used successfully. The tenku balloon catheter was re-advanced and inflated to 8 atmospheres (atm); however, a balloon rupture occurred during the second inflation of 12 atm. A non-abbott balloon catheter was used to complete dilatation. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.